Manufacturer narrative:
Based on the suppliers results of investigation the device history record review did not indicate any exception that could lead to the reported incident. There were no changes to the material, product or process for this product.  Eleven pouches of electrodes were returned from the customer for investigation. The returned samples were tested on several participants for 10 hours and there were no abnormalities found after the testing. Retained samples were also tested on several participants for 10 hours and no abnormalities were found after the testing.  From the investigation the root cause could not be determined.  At this time no additional action will be taken, but we will continue to monitor the trend of this type of incident.

Manufacturer narrative:
Based on supplier¿s results of investigation, the device history record review did not indicate any exception that could lead to the reported incident. There were no changes to the materials, product or process for this product.  No sample has been received for investigation as of this report.  Bio protech tested the retained samples on several participants for 10 hours. There were no abnormalities found after the testing. The root cause could not be determined. There is no additional action taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
The electrodes were used for a cath lab procedure and a few days later, marks showed up on the patients body.

Manufacturer narrative:
A sample has been shipped for investigation. The results of investigation are not yet available. A followup report will be filed when the investigation is complete.